Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported the unit shut down while a patient was connected to the device. There was no patient injury.

Manufacturer narrative:
The log file of the affected device was analyzed. Based on the logged entries the reported problem could be confirmed. The stored error codes indicate an unacceptable deviation between measured turbine rotation speed and the set value which points to a faulty motor blower. In such a case the high priority alarm "device failure !!!" Is generated and an ongoing ventilation is not continued as the device switches to patient safe mode. During this time an emergency breathing valve opens allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. The device reacted as specified by generating the corresponding optical and acoustical alarms. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.